Manufacturer narrative:
Due to additional information, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) was noted post procedure. During a watchman procedure, a versacross connect laac was selected for use. Post patient procedure about six hours later, the patient was having difficulty breathing and a stat echo was completed. The echo showed a 4mm effusion around the right ventricular (rv). The patient was then taken to the cathlab and underwent a pericardial tap and 100 cc was drained off the pericardium. The patient was stable throughout the procedure and was discharged on (B)(6) 2025. The device is not expected to be returned for analysis. It was further confirmed that the device was discarded. There was no difficulty noted with the versacross connect system. Act was therapeutic. The patient has been discharged.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a pericardial effusion (pe) was noted post procedure. During a watchman procedure, a versacross connect laac was selected for use. Post patient procedure about six hours later, the patient was having difficulty breathing and a stat echo was completed. The echo showed a 4mm effusion around the right ventricular (rv). The patient was then taken to the cathlab and underwent a pericardial tap and 100 cc was drained off the pericardium. The patient was stable throughout the procedure and was discharged on (B)(6) 2025. The device is not expected to be returned for analysis.